Event description:
Event reported to MFR per pt service when request was made for treatment suggestions. Report stated "pt has resistant staph infection." Follow up with hcp revealed onset of infection in 2001 with explant of device the following month. Signs and symptoms included redness, drainage and incisional wound opening. The primary location of the infection was the device pocket which cultured positive for "m.r. Staph aureus." The pt was treated first with debridement and IV antibiotics and then explant of the device. The infection has resolved.